Manufacturer narrative:
H10: additional information received by the manufacturer. It has been identified that this event should be re-evaluated for MDR reporting. The new information states that that the striking plate of the device broke external to the patient which will not contribute to serious injury as the breakage had no contact or risk of contact with the patient or effect on the tissue being treated. This device issue may require use of a replacement or alternate device to complete the surgical procedure and may result in a short delay while that alternate device is obtained., therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and prior actions were performed. It has been concluded that there is a potential for breakage if used after the expected lifetime or excessive force is used as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. The batch number under this complaint was manufactured before these actions were initiated. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, utilizing one (1) r3 offset impactor, when the doctor was trialing the shell and when he went to extract the shell by striking back on the strike plate, the whole thing fell off in his hands. The procedure was resumed, after a non-significant delay, with a competitor device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference number: (B)(4).